Manufacturer narrative:
Cut into catheter body observed at 5.0cm marking with another slit observed between the 3cm and 4cm markings. No definitive root cause could be determined from the lot tracing and internal investigation. There were zero non-conformance's identified during manufacturing.

Event description:
PICC catheter leaked/ruptured approximately one week after placement. Catheter was removed and replaced with a new catheter.